Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device's wire harnesses, designator w13 was not connected to the main keypad. Stryker reconnected the wire harness to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device would not power on.